Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A non healthcare professional reported that post implantation of an intraocular lens (iol) patient experienced night time halos and dysphotopsia. The lens was exchanged for a different lens four months after initial implantation. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. This lens model and diopter is qualified for use in the company b, c, and d cartridge. The questionnaire indicated the use of a company cartridge, specific model unknown. The questionnaire also indicated the use of a qualified handpiece and viscoelastic. The root cause cannot be determined for the reported event. The lens was not returned to be evaluated. Based on the information available, it cannot be confirmed if the complaint lens was related to the cause of the event. The surgeon's prognosis was halo/dysphotopsia due to multifocal defractive optic. However, the questionnaire response indicated that the trifocal model lens with 18.5 diopter was removed and replaced with a monofocal lens model one half diopter higher (19.0). The patient issues have resolved after replacement to a monofocal lens model. The file also indicated prior refractive operation of a low myopic ablation. The manufacturer internal reference number is: (B)(4).